Event description:
It was reported that when the customer placed a new battery in the insulin pump, it counts to 6 and then turns off. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to broken component on the interface board. Also the insulin pump has missing segments due to open lcd zebra connector. Unable to confirm failed battery test alarm due to blank display. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.